Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the base plate bracket of an exactamix automated compounding device was broken. It was further reported that the two metal clips on the back of the base plate are broken. When lifting the compounder onto its legs, it falls off the back. There was no patient involvement. No additional information is available.